Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer's family member reported that the patient programmer was not powering up. Patient services had the patient check the batteries and they were in incorrectly. Troubleshooting resolved the reported issue. The patient had bowel incontinence symptoms that started a week prior to the report. The patient turned up the stim the week prior to report from 7.2v to 7.5v and that was when the bowel symptoms started. It was increased because symptoms were returning. They planned to turn stim down or off for three days to see if it will help. When the patient started, she was at 2.3v. The device was helping with the patient's bladder symptoms. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up will be conducted to know if the symptoms resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that after adjusting his wife's stimulation the therapy was working well and providing effective therapeutic results, then his wife got on the phone to explain that she still sometimes dribbles when she gets up. She also reported that they have turned down the stimulation to 5.7 as she felt an overstimulation sensation at the higher level. She also had questions on the patient programmer and seemed to feel she needed to keep it with her at all times.